Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 14-feb-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut in half, which is consistent with a lens that was handled during explant. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: in reviewing the first supplemental MDR, it was noticed that the following information was inadvertently not included; therefore, it is captured in this supplemental report: section h6: investigation conclusions: 4315. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to glare. There was no vitrectomy, incision enlargement, or sutures required. There was no patient injury. A non-johnson & johnson lens was implanted as a replacement. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Weight, ethnicity: unknown/asked but unavailable. Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021- (B)(6) 2021. The device was not returned for analysis, therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.